Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
On (B)(6) 2019, the endoscopic image became blue and was flashing on and off during the urological procedure using plasma-electric resection. Also, there was the connection failure at the cut mode. On (B)(6) the same event occurred during the procedure. There were no reports of patient injuries related to this incident.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc cannot evaluate the subject device. According to the investigation by the user facility, the user commented that the phenomenon was caused by bad connection between the cable of hand piece and the ues-40. Neither of them will be returned to olympus for investigation. The device history record indicates that the subject device has been shipped in conformity to the specifications. There were no further details provided. If significant additional information is received, this report will be supplemented.